Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not showing on pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient information was not shown on the pyxis. The technical support specialist (tss) checked the server and confirmed that the patient had been inactive beyond the configured duration in the pyxis station. The customer was advised to extend the inactive patient duration and re-enable the patient record to restore visibility. The system functioned as intended after the technical support specialist resolved the issue.